Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with osteomyelitis underwent lumbar fusion. Intra-op, the torque limiting mechanism failed to operate properly causing the screw to strip. There were no fragments remaining inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.